Event description:
According to the reporter, a device failed to attach. Patient experienced some bleeding and customer had to use a clip to stop the b leeding but no intervention was required. An endoscopy had been performed prior to the procedure and the esophagus appeared to be normal. There was no lubricant used to facilitate capsule placement. The delivery system and the capsule will be returned.

Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.